Event description:
The complainant reported that there was access site bleeding, noted by the little bit of oozing from groin side. As a result, it was decided to implement heparin at a later time when activated clotting time (act) is in target range. The patient survived the event.